Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.50mmx16mm promus premier¿ stent was selected to treat the lesion; however, the device was unable to cross the lesion. When the physician attempted to pass the device onto the wire, it was noted that the stent "buckled" on the wire. The procedure was completed with a different device. No patient complications were reported.